Event description:
It was reported by end user that the dc adapter, when charging in his truck, melted at the plug. This is the second time this issue has occurred. He states the charger gets really hot after 15-20 minutes then will melt the cord.